Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
We were notified that there was noise present on a piegm for this patient. The noise was not reproducible in the clinic with postural testing. The lead remains implanted.